Event description:
It was reported that the customer went to the emergency room with a blood glucose level of 17 mg/dl. Reportedly the customer administered 6 units of insulin via a bolus from the pump and then stacked an additional 6 units of insulin via syringe. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and was discharged 3 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned